Event description:
The customer reported a single case of a grainy image during a hip procedure. No patient injury was reported.

Manufacturer narrative:
The ge service rep adjusted the camera focus and images are sharper. The system operates as intended.